Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025 the patient went to see the doctor. The doctor examined the sensor site and noticed it was red and swollen. The doctor advised having the sensor removed. The doctor scheduled the patient to see a surgeon and scheduled for an x-ray on the same day. X-ray resulted there's a filament left on her arm and scheduled to remove the filament. The surgeon removed the sensor wire during the minor surgery. It was not specified how it was removed by the surgeon. There was no medication given. The surgeon diagnosed that there is a metallic device over lying the left lateral upper arm with a tiny thin needle inserted into the soft tissue still attached to the device. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.